Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was set to the mmol/l. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 2 months ago prior to contacting lfs. Per the cca documentation, it is not known whether the patient was taking any diabetes medications or what action the patient took in regards to his diabetes regimen at the time the alleged issue began. The patient claimed he was feeling lightheaded and sweaty 2 months after the alleged issue began. In spite of his symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the unit of measure setting has not been recently been changed, and a reading of "6.2 mmol/l" was obtained; however the patient was not aware the unit of measure setting was set incorrectly. Per the cca documentation, the patient had bought the meter in (B)(6). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.